Manufacturer narrative:
Final device analysis results reveal - connector broken around suture ring.

Event description:
The manufacturer representative reported during a regular battery replacement they found the patient's catheter disconnected from the pump. The enlarged pocket was filled with 7150cc of fluid. The distal portion of the catheter was left in place. The proximal portion of the catheter and pump connector were returned to the manufacturer for analysis. There was no injury to the patient.